Manufacturer narrative:
Device evaluated by manufacturer: a synergy 2.75 x 32 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stents struts from the distal section of the stent were lifted from the crimped position and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.75 x 32mm synergy ii drug-eluting stent was used, however, stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.75 x 32 synergy drug-eluting stent was used; however, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.